Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it is unk whether the proper surgical technique was followed. The provisional locking screw is designed so that it can be disassembled from the provisional liner for cleaning and reprocessing. Care should be taken when removing the liner since the screw and provisional can be disassembled. Should the set screw fall into the wound, the component can be easily detectable via x-ray for extraction. It is unk exactly why the set screw fell in the wound but a likely contributing factor is that the set screw is not attached to the liner. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that after trialing, the surgeon attempted to remove the trial liner. When doing so, the set screw fell into the wound.